Event description:
The customer reported, the system displayed a ups error on boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The uninterrupted power supply was replaced. The system was then found to be operating as intended.